Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2017, in order to exchange the abutment. The implanted fixture remains insitu.